Event description:
It was reported that during a laparoscopic gastric sleeve resection procedure the problem occurred at first firing on pyloric antrum with the device. Patient was super obese and the stomach tissue very thick. Therefore, surgeon decided to use a black reload. Surgeon laid back red security lever and activated the firing trigger. There was only a short noise of the motor in the beginning of the firing sequence but even before first staples were formed the device broke down and the motor didn't work again. As even the automatic knife reverse button didn't work anymore, the surgeon had to use manual override to bring back the knife to its original position and to open the device. Continuation of the procedure with device :firing cycle was ok but the knife didn't return properly to its original position. It was blocked approx. 10mm away from proximal end of the jaws. Surgeon switched manual knife reverse button and fired again, but without any reaction. The jaws got completely blocked on the tissue and the device seemed to be broken. He then cut the part of stomach including device tip with harmonic and extracted the device together with the trocar through the trocar incision (tip was articulated at 45 degr., so not possible to extract through the trocar). Surgeon finished procedure with a competitor's product with no further issues. The procedure was prolonged by thirty minutes.

Manufacturer narrative:
(B)(4). Premature sled movement. What other color cartridges were used before and after this event? None. Was the instrument fired across or near an existing staple line or clip? No, subject situation happened at first firing. Were any unexpected noises heard? If so, when? No. Is there any other additional information you would like to share about this device or procedure? Currently none. The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60t partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device closed and opened as intended during testing. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties and the staples were noted to have the proper b-form shape. However, ten staples were missing along the staple line. While no conclusion could be reached as to how the staples became missing, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Premature sled movement. Additional information was requested and the following was obtained: the following information was requested, but unavailable: information was not provided by the affiliate. Information was not provided by the initial contact.